Manufacturer narrative:
The device was serviced on-site by a field service technician. A service history review, functional testing, and visual inspection were performed. The device cannot power on issue was identified during functional testing as a f-94 alarm. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the alarm condition was determined to be damaged main batteries. To correct the condition, the main batteries were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had could not power on. This event occurred before use. There was no patient involvement. No additional information is available.